Event description:
It was reported that the patient was implanted in (B)(6) of 2013, but hadn't used the device since (B)(6) since he was in need of a revision. It was noted that the revision was due to lead migration of either one or both leads. It was reported that the patient's insurance company approved the revision and the patient is due to have the surgery on "the 10th." Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.

Event description:
The company representative reported on (B)(6) 2014 that the lead revision was performed today. The cause was not determined. The ipg was recovered from the overdischarge and both of the leads were replaced. The patient had good coverage in the or during testing. It was thought that the leads were not saved to be returned to the device manufacturer.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).